Event description:
It was observed during the device inspection, that the telescope exhibited damage at the insertion part. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h4, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation of no image, it was likely that malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However a definite root cause could not be established. Olympus will continue to monitor the field performance of this device.